Event description:
Revision surgery - infection, removed liner and replaced with new liner.

Manufacturer narrative:
Investigation into components from primary surgery is ongoing. A f/u report will be submitted when the info is obtained.